Manufacturer narrative:
(B)(4). Concomitant products: guide wire: shinobi 180 cm, galeo f 175 cm, whisper es; guide catheter: launcher 7f al 1/ebu 3.5 sh, launcher 6f ima; stent: xience pro ll 2.5x33, xience pro ll 3.0x33, xience pro 3.0x48; other: microsnare. Excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The deflation difficulties were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded the vessels treated are not aligned with the incident description; however, the images do show only partial deflation of the stent/balloon in the proximal left internal mammary artery (lima). Use of the snare suggests that the shaft of the stent delivery system (sds) fractured. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient presented acutely experiencing a posterior wall st segment elevation myocardial infarction (stemi) and in cardiogenic shock with an ejection fraction of 20%. Per angiogram, most major vessels and bypasses had significant stenosis. After the diagnostics were completed, thrombectomy of the right coronary artery was attempted, but flow was not restored. Balloon angioplasty was performed with a non-abbott balloon dilatation catheter. Several guide wires including a whisper es were attempted, but failed to cross through the mid left anterior descending coronary artery (lad) to reach the left internal mammary artery (lima) bypass. It was then decided to treat the lad first. A 2.5x33mm xience pro was successfully deployed in the distal lad. A 3.0x48mm xience pro was successfully deployed at the anastomosis to the lima. At this point, the patient became unstable. Medication was administered, an external pacemaker placed, the patient was intubated and cardiopulmonary resusitation started and continued. A 3.0x33mm xience pro stent was successfully implanted in the mid lad. Next a 4.0x38mm xience pro was successfully implanted in the mid lad, at 16 atmospheres (atm) for 24 seconds, but would not deflate, completely blocking flow. The device was pulled, resulting in distal shaft separation. The separated distal shaft was able to be successfully snared; however, the patient went into asystole and was pronounced dead. Per the physician, the malfunction was not directly responsible for the patient's death as the patient was already compromised due to the status of the coronary vessels. There was no additional information provided.